Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer was unable to successfully resume insulin delivery on their pump and has reverted to an alternate form of therapy.